Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Based on provided information, the transformer was defective and required replacement. Based on prior investigations, it was concluded that the transformer was defective due to disconnection of the thermal fuses caused by damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during week 51, 2019. The root cause was traced to the manufacturing process at the supplier's site. H3 other text: 4117.

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).